Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history review identified there was no indication the complaint was related to previous service of the device. The event history log was reviewed. Functional testing was able to duplicate the customer reported issue. The investigation determined the cause of the issue is a defective downstream occlusion (dso) sensor. The dso sensor was replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump does not see the cassette. There was unknown patient involvement and unknown harm/adverse event was reported.